Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that undersensing leading to false pause episode was observed through merlin.net transmission. During in clinic device check, device could not be interrogated through different programmers. Patient was able to send transmissions through smartphone application. Transmission through programmer will be attempted again during next in clinic visit. Patient was stable throughout the event.